Event description:
Hillrom received a report from the customer stating the nurse call code blue calls were not enunciating in the facility's pbx office for the facility's ER unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the nurse call code blue calls were not enunciating in the facility's pbx office for the facility's ER unit. There was no report of patient injury, patient impact, or delay in care. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Additional investigation from the technical service determined upon accessing the system's configuration, in the secondary configurations the ER unit was not set to alert/enunciate to the pbx. Technical support updated the configuration to have the ER unit route code calls to the hospital pbx equipment and confirmed proper operation. It is unknown, at this time, if the alert routing/enunciation configurations were the expectations of the customer at the time of initial integration/configuration. Due to the inability to exclude a configuration failure and based on a retrospective review, hillrom is reporting the event of a secondary code blue alert not sent to the pbx due to being likely to cause or contribute to death or serious injury, if it was to recur. The complaint investigation is ongoing. Follow up information regarding the investigation and root cause will be provided in a final report.

Event description:
Hillrom received a report from the customer stating the nurse call code blue calls were not enunciating in the facility's pbx office for the facility's ER unit. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that the nurse call code blue calls were not enunciating in the facility's pbx office for the facility's ER unit. There was no report of patient injury, patient impact, or delay in care. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides annunciation of these calls at both room locations and primary (dedicated) nurse call stations. The voalte® nurse call system also has an option for secondary notifications calls to customer provided third party products (e.g. Cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. Additional investigation from the technical service determined upon accessing the system's configuration, in the secondary configurations the ER unit was not set to alert/enunciate to the pbx. Technical support updated the configuration to have the ER unit route code calls to the hospital pbx equipment and confirmed proper operation. No additional information became available. Due to the age of the reported event further information was unable to be obtained. It is unknown, at this time, if the alert routing/enunciation configurations were the expectations of the customer at the time of initial integration/configuration. Due to the inability to exclude a configuration failure and based on a retrospective review, hillrom is reporting the event of a secondary code blue alert not sent to the pbx due to being likely to cause or contribute to death or serious injury, if it was to recur. Based on this information, no further action is required.